Event description:
It was reported that a malfunction occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in resetting it, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.